Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation with the sion black guide wire inserted inside. Approximately 170mm of the distal part of the guide wire was out of the tip of the microcatheter; the guide wire was bent and deformed in a loop. Microscopic observation of the catheter tip found approximately 2mm of the distal part of the catheter tip was missing. Multiple circumferential cracks were observed proximal to the torn end of the catheter tip where the distal end of the underlying braid tube was exposed. Stretching of the tip polymer and inner jacket were also observed at the torn end of the catheter tip. These finding indicated that tensile stress had contributed to tearing of the tip. On the tip surface, there was a mark that was likely made when the tip had interfered with calcium. The sion black guide wire had its polymer jacket intermittently peeled off, stretched, and abraded so that the core and spring coil underneath were partially exposed. Two pieces of the peeled polymer jacket returned with the devices had grooves or traced spring coil; these were turned inside out. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to separation of the catheter tip. The applied stress would localize and therefore exceed the product design limit when the tip was being caught in the heavily calcified lesion, tearing the tip and the inner jacket at approximately 2mm from the very distal end. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications]: do not use this microcatheter in advanced calcified lesion. [Warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects]. Separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a percutaneous coronary intervention (pci) to treat a heavily tortuous, heavily calcified 90-99% occlusion in the left anterior descending artery (lad) #7. The microcatheter was delivered over an asahi sion black after successful wire crossing. It was difficult to cross the lesion but the physician managed to cross the lesion with the microcatheter; however, it failed to navigate a peripheral bend. An attempt was made to remove the guide wire when it was found stuck inside the microcatheter. Both devices were pulled forcefully when the tip of the microcatheter detached from the rest. A new microcatheter of the same brand was replaced. A micro-basket was delivered to retrieve the separated tip without success. The physician determined to leave the separated tip in situ as it had no impact on hemodynamics. Stent deployment was successfully performed to reestablish blood flow. There were no adverse patient effects associated with this event.